Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, noise due to electromagnetic interference (emi) resulting in oversensing was observed on the right ventricular and right atrial channels. Abbott technical support was contacted and the physician will attempt to determine the cause of the emi. The patient was in stable condition and will continue to be monitored.